Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that the pump alarmed for a non-recognition of a cassette. It has occurred with 4 patients this week. No patient injury was reported.